Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to boot up. A review of the system log file also confirmed the reported problem. As troubleshooting the hospital biomed checked and replaced the cmos battery as it was measuring below the needed voltage, also tried all three hard drive slots, but none of them were working. Upon functional testing, fse did a system setup with the old host pc oshdd which plugged directly into the motherboard and performed backups which didn¿t resolve the issue. A part analysis of host-pc was performed, and it concluded that there was a power failure. To resolve the issue fse replaced the host pc installed the software, updated the license to pc and performed a ghost backup. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not booting up. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the host pc and performed a ghost backup which returned the device to expected functionality.